Event description:
A physician reported that during the procedure there is an unusual flap bed cuts and surgeon unable to lift the flap, resulted in an incomplete flap, no plane was created in the right eye of the patient during refractive surgery. Significant visual aberrations created. Plan is to treat with photo refractive keratectomy once settled. There are multiple related reports for this facility. This report addresses the patient initial (B)(6), in the right eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer was performed and signed service installation record. The device meets specification as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The energy was stable during the whole day. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed about three minutes and forty-three seconds before the start of the treatment and not immediately before the treatment. The beam control check resulted in a correction of twelve micrometer. The treatment of the patient's right eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. During a later unrelated service case, regarding flap quality issues, the local field service engineer decided to replace the x-y scanner as a preventive measurement. The replaced scanner was requested but not received. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).